Event description:
Fyr diagnostics covid-19 pcr test was negative but it was a false result and I was hospitalized for covid-19 and tested positive at hospital. False negative requiring hospitalizations.